Manufacturer narrative:
H6: codes were updated. One photo was attached to complaint for analysis of complaint of blood leakage. A blood residue on the component was detected. Per the photo received, failure mode of leaking was confirmed. No device was received, in case of receiving it, the complaint will be reopened.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a singular point of failure where blood leaked out, not a lot of blood leaked out, but enough to keep the pressure alarm on that caused the nurses to use a pressure bag in lieu of the level 1. There was unknown reported patient involvement.